Manufacturer narrative:
(B)(4). Customer complaint cannot be confirmed due the product sample is not available to perform a proper investigation and determine the root cause. DHR review could not be conducted since the lot number was not provided. If the alleged defect samples become available at a later date, this complaint will be updated accordingly.

Event description:
It was reported that: "pt was a heart patient. Pt was intubated in or with size 8.0 tube. Prior to extubation, cuff was fully deflated on et tube. Pilot balloon was completely collapsed. During extubation, slight resistance met when ER tube was being removed. After removal, it was seen that the balloon was partially inflated despite a fully collapsed pilot balloon. There was no immediate harm noted on patient. No stridor present. Patient was hoarse but able to speak.".